Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cardiac perforation (atrial perforation) and pericardial effusion, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Echocardiographic images were reviewed by an abbott vascular senior medical advisor. The reviewer noted that after transseptal puncture the patient developed a pericardial effusion that was managed with discontinuation of heparin and remained stable throughout the procedure. There is no evidence of a device issue in causing or contributing to the effusion. The development and stability of effusion can be confirmed on the images provided. There is no evidence of the reported device contact causing the effusion. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions and due to the transseptal puncture; the reported pericardial effusion was a secondary effect to the perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the device came into contact with the vessel causing a pericardial perforation and pericardial effusion, requiring medical intervention to prevent permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Reportedly, the transseptal puncture was not optimal, which caused the clip delivery system (cds) to come into contact with the vessel during steering. During steering down to the mitral valve, a pericardial perforation and pericardial effusion occurred. A pericardial puncture was made to reduce the pericardial effusion and heparinization was stopped, which successfully reduced and stabilized the pericardial effusion. There was no malfunction or adverse effect related to the steerable guide catheter (sgc). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure. There was no additional information provided.